Manufacturer narrative:
The complaint of cracks on item b4020 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined.

Event description:
The event involved a 3-way high flow stopcock w/rotating luer. The customer reported that the patient's propofol line changed by nightshift rn prior to leaving, shortly after writer noted patient's map decreasing and patient spontaneously awakening despite no change to sedation infusion. Upon assessment of patient, stopcock where propfol infusing noted to have cracked and leaking all medications and sedation into bed, line also backed up with blood. The writer immediately paused infusions and changed out broken stopcock and resumed infusions. There was patient involvement and unknown patient harm.